Event description:
It was reported by the nurse that the staff was initiating a pt's dialysis treatment and went to aspirate the venous lumen. It was noted that there was blood dripping from the extension and air was being aspirated. There was a hole noted in the venous extension. The catheter was inserted in 2000. It was replaced.